Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Inserting the sst catheter, then this patient is managed at home. The patient came to the hospital due to an extension adapter was out. Attending physician temporarily re-connected directly, and next day, replaced with both new extended adapters. The a-side was out.